Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: at 10 o 'clock on october 23, 2020, the venous fluid path was established for the patient, the indweling needle was opened, the completion was checked, and the external trocar of the puncture needle was found to be damaged. The indwelling needle was replaced and continue the treatment.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9262091. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: at 10 o 'clock on (B)(6) 2020, the venous fluid path was established for the patient, the indweling needle was opened, the completion was checked, and the external trocar of the puncture needle was found to be damaged. The indwelling needle was replaced and continue the treatment.